Event description:
The customer reported low diff and retic latron light scatter involving the coulter lh 750 hematology analyzer. The customer stated patient results were not impacted - no erroneous results were generated. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered poor connection at the ls preamp and ls sensor. The fse replaced the ls preamp and ls sensor to resolve the reported issue. The fse completed alignment to specification. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).